Event description:
It was reported that the procedure was being performed in the intensive care unit. During insertion, the clinician experienced difficulty threading the spring wire guide through the syringe. As a result, a new kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be no-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable.